Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the card cage part involved with this complaint and completed the device evaluation. The reported problem was replicated on the test system. The cage was installed on the system and it came up with no errors and normal system operation; however, after driving the gantry motors with no issues the system faulted with error code 17 followed by more errors including the reported 32097 error code. Error code 17 indicates that a node faulted attempting to read data in from the wheel. The problem was troubleshot to the umc2 board so the board will have to be replaced and the upd board is a 653470-07 part which will also need to be replaced. The proximal suj unit was returned for failure analysis but the reported failure could not be reproduced. However, the error was confirmed via error logs/system logs. The unit passed normal mode, start up, and back drive. Visual inspection confirmed no physical damage. The unit's harness, fiber cable and dme encoder will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical ventral hernia repair procedure, the system experienced error "32097." An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system with no change due to the system not allowing the customer to recover the fault. As soon as the customer would try to recover, the system would encounter another recoverable fault. The tse asked the customer attempt several hard power cycles, however, the issue persisted. The customer elected to abort the procedure due to the repeated recoverable faults. The procedure was aborted to another dv with no reported injury. An isi field service engineer (fse) was dispatched to the facility and was able to confirmed the reported issue. The fse also replaced card cage, set up joint (suj) proximal, and suj outer to resolve the reported issue. The system was tested and verified as ready for use. The suj allows for the positioning of the system's manipulators.

Manufacturer narrative:
On the card cage, replaced the umc2 board with int-653140-07 rev. C and upd pca with int-653470-11 revision.